Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the two urs devices were used but unfortunately, they did not work. Both devices had been used on the same patient and the procedure had to be aborted due to the defect.